Event description:
It was reported that the right ventricular (rv) lead integrity alert triggered for high impedance, oversensing or noise. The patient was admitted to the hospital. The lead was fractured at the clavicle. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead (B)(6) 2002.

Event description:
It was further reported there was short interval counts (sic) and gradual rising impedance.